Manufacturer narrative:
Device evaluation: one device was received for investigation. Visual inspection of the device noted: a cracked and leaking tank cover, broken light emitting diodes (led's), and broken pots on the printed circuit board (pcb). Functional testing confirmed the complaint when the device leaked from the cracked reservoir. Root cause was attributed to the cracked tank cover. The cause of the crack could not be determined. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information received confirming the product fault did not occur while in patient use. There was no medical intervention. Event date was provided.

Event description:
It was reported that the device was leaking from the reservoir. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.